Manufacturer narrative:
(B)(4). Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. According to the instruction for use the utilization period for this device is restricted to 6 hours. The mfg records have been checked and no deviations were found. The oxygenator will be tested for performance in the lab. A supplemental medwatch will be submitted when add'l info becomes available. (B)(4).

Event description:
Ref. Imp # (B)(4).